Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed and the plug did not detach from the device after removal from the patient. Manual compression was applied. There was no reported patient injury. The deployment button was fully pressed and flush with the handle. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). No obvious device or packaging damage was noted prior to use. One exoseal device was used. The introducer sheath manufacturer, model, and size are unknown. Angiography confirmed femoral artery suitability, including a sheath insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no significant calcification, plaque, stent, or greater than 50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) could not be deployed and the plug did not detach from the device after removal from the patient. Manual compression was applied. There was no reported patient injury. The deployment button was fully pressed and flush with the handle. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the exoseal vascular closure device (vcd). No obvious device or packaging damage was noted prior to use. One exoseal device was used. The introducer sheath manufacturer, model, and size are unknown. Angiography confirmed femoral artery suitability, including a sheath insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no significant calcification, plaque, stent, or greater than 50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to device use. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked condition was observed, located 5 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the affected area to verify the outer diameter. The result of the dimensional analysis was found to be within specification. Additionally, a dimensional analysis of the delivery shaft inner diameter was conducted on the received unit the result obtained was within specification an attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the kinked condition of the delivery shaft impeded the indicator wire deployment and guard locking achievement. A high magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, could not be evaluated through analysis of the returned device as it was received with a kink on the delivery shaft, which impeded testing of the deployment mechanism. Additionally, the device received did not match the event reported. The cowling guard was not depressed; therefore, by design, the indicator wire would not deploy. Because the indicator wire was not deployed and was abutting the arteriotomy, the indicator window would not transition, and the deployment lever could not be depressed to release the plug. The device¿s safety features prevented deployment because the required steps to ensure proper device functionality had not been completed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.